Event description:
It was reported that during routine inspection, the motor drive unit displayed a handpiece sensor fault. No patient involvement. Upon investigation, it was found that the handpiece gets hot as additional failure.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A service center evaluation found no problem. A service center evaluation found handpiece gets hot and motor runs rough a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of handpiece sensor fault was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of overheating was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.